Event description:
It was reported that the pt returned from the or procedure with a wound to the lateral aspect of the left hand. It was reported that wound includes "bronish/yello" areas to outside aspect of left hand and tips of two fingers. Dr's note lists wounds as second degree wounds.

Manufacturer narrative:
Additional info will be provided once investigation is completed.